Event description:
Same case as #6000093-2007-02177, 02178, 02180, 6000089-2007-01561, 01562. It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. Two target lesions were identified. A 90% stenosed lesion was located in a tortuous and moderately calcified mid to distal right coronary artery (rca) and a 75% stenosed lesion was located ina tortuous and moderately calcified "av node artery". A taxus express2 2.75x16mm drug eluting stent was placed in the distal rca and a 3.5x24mm taxus express2 drug eluting stent was placed in the av node artery. After the procedure, it was noted that there was a "hematoma", therefore two taxus express2 drug eluting stents, 3.5x16mm and 3.5x12mm, were implanted in the mid rca. The patient returned to the ccl 21 days later for a scheduled intervention of the lad. The physician re-examined the rca and found no problems with the taxus stents. The physician went on to treat the extremely calcified proximal to mid left anterior descending (lad) artery with two taxus express2 drug eluting stents, 3.0x24mm and 3.5x24mm. The patient was discharged from the hospital two weeks later. Three days later, the patient experienced asthma and heart failure at home. The patient also experienced a cardiopulmonary arrest and was pronounced dead during transport to the hospital. It was the physician's opinion that a thrombosis may have occurred in the lad however, there was "no evidence". The patient had initially been started on ticlopidine and aspirin prior to the procedure. The ticlopidine was discontinued three weeks later due to impaired liver function. The patient was then started on plavix. Additional information has been requested, but has not been available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.